Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00243.

Event description:
It was reported that a closure top migrated out of a vital screw at s1 post-op. There was no reported patient harm and a revision surgery is not currently planned. This is report two of two for this event.

Manufacturer narrative:
Device evaluation: the products were not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a closure top migrated out of a vital screw at s1 post-op. There was no reported patient harm and a revision surgery is not currently planned. This is report two of two for this event.